Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The jaws were open. Functional testing found that the reload was loaded into a representative instrument. The jaws were clamped. The I beam was retracted but the jaws did not open. The jaws were opened manually. Clamping and unclamping were repeated and the jaws continued not to open when retracting the I beam. It was reported that the jaws would not open. The reported issue could not be confirmed. The most likely cause was supplier related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# c18aam0539) sigadaptstnd, sig power sigadaptstnd linear adapter, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a donor nephrectomy using a powered stapler, the reload was attached by the nursing team, and the surgeon placed it on the artery and closed the jaws and when attempting to reopen them for repositioning, the jaws would not open, causing the vessel to be stuck and delaying the procedure by five minutes. The vessel was eventually released, and a stapler from another company was used to complete the firing. A different reload was later used successfully, and no patient complications were reported.